Event description:
The pt has two leads implanted with the same lot number. One lead is for her thoracic system and one lead is for her cervical system. It was reported the pt is experiencing a stinging sensation at her thoracic lead. The pt has not used her cervical system in over 3 months. The pt reported the stimulation irritated her neck causing bad headaches. The pt is not receiving effective stimulation form her thoracic or cervical leads. An sjm representative met with the pt and reprogramming was unable to resolve the thoracic lead issues and she declined programming with her cervical system. The pt is requesting both of her systems to be removed. Surgical intervention may be pending to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.